Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had motor error, no delivery alarm and error code. Customer also stated that the insulin pump had diminished battery life. The device will not be returned for analysis.

Manufacturer narrative:
To inform that the device section was incorrect with the initial report. The correct information has been provided with this report.